Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6) 2025, during a radical resection for sigmoid colon cancer, the inferior mesenteric artery and vein and their branches needed to be ligated using vascular clips. After ligation, the vessels were rechecked at the vessel ends before closing the abdomen. Following the procedure, the patient was transferred to the anesthesia recovery room. During recovery (with the endotracheal tube still in place), the abdominal drainage tube expelled a bloody clot with blood clots. The patient was urgently taken back to the operating room. Upon entering the operating room, the patient exhibited signs of shock. After reopening the abdomen, it was found that the clip had detached from the vascular stump in the mesorectal area, resulting in active bleeding. After ligation with suture thread, no active bleeding was observed. During the procedure, 4 units of concentrated red blood cells and 400 ml of plasma were urgently transfused". The patient status is reported as "fine".